Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The batteries were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the devices revealed no signs of physical damage or contamination. Analysis of the devices revealed that the devices failed to meet specifications. Functional testing revealed that the batteries failed due to a high max error which is an incidental finding that could have been caused by inconsistent patterns of use, i.e. Not allowing the battery to discharge below 25% charge capacity. The reported event was confirmed via review of the controller log files, which revealed multiple power switching events. Heartware has opened an internal investigation to evaluate these types of issues. Fsca apr2014 was distributed to reinforce proper power management. The most likely root cause is a communication error between the controller and the batteries. Device remains implanted.

Event description:
It was reported that the controller changed to the second battery when the first battery had more than 50% capacity still remaining. Both of the batteries were replaced and will be returned to the manufacturer for evaluation. There was no reported patient injury as a result of this event.

Manufacturer narrative:
The site has indicated that the pump remains implanted, therefore, it will not be returned. The batteries have been received and are awaiting further analysis. This event is a known malfunction which is currently under investigation by the manufacturer and covered by a CAPA. Patients are instructed to always keep a spare set of fully charged batteries available at all times, beyond the two (2) power sources that are currently connected to the controller. The heartware® ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The heartware® system is designed for in-hospital and out-of-hospital settings, including transportation. Device remains implanted.